Event description:
It was reported that the end user initially sought medical attention on (B)(6) 2017 at 4:00 pm for blood pressure related issues. The end user was unable to walk, breathe or stand. During the time of the medical event her blood glucose reading was 276 mg/dl. She originally visited the ER because she felt her blood pressure was too low due to consuming more than the required dosage of medication. Upon arrival at the ER her blood glucose reading was 476 mg/dl. No information was provided in regards to treatment provided with stabilizing her blood glucose. The end user was discharged after 3 days in the hospital and was instructed to follow-up with her pcp and continue taking her insulin as prescribed. No further details were provided.